Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system was one week post implant. The field representative requested a review of device data. Technical services (ts) reviewed per requested. Ts advised there appears to be no capture on the right atrial (ra) lead. Ts suggested the field representative complete a chest x-ray. Additional information from the field representative provided an x-ray was completed. No other information was provided; due diligence has been completed. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system was one week post implant. The field representative requested a review of device data. Technical services (ts) reviewed per requested. Ts advised there appears to be no capture on the right atrial (ra) lead. Ts suggested the field representative complete a chest x-ray. Additional information has been requested but not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.